Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. Episodes of high ventricular rate were noted. No intervention has been performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece measuring 57.7 cm. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to abraded inner insulation. Dissection of the lead found the inner insulation was abraded at 18.5 to 18.6 cm from the connector pin of the lead which was noted to be the suture tie region. The cause of the reported event was due to inner insulation abrasion consistent with external forces at the suture tie region.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced with alternate rv lead. The patient was stable.

Manufacturer narrative:
Correction: section d6b - the explant date should have been 21 jun 2022 rather than 22 jun 2022.

Event description:
Related manufacturer reference number: 2017865-2022-37712 new information received notes that the patient was feeling discomfort at the pacemaker generator site prior to the right ventricular (rv) lead intervention procedure on (B)(6)2022. The pacemaker pocket was relocated on (B)(6)2022 during the rv lead intervention procedure. The patient's condition was stable.